Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that inadequate apposition occurred. Three overlapping synergy ii drug-eluting stents were placed in the right coronary artery rca. A 2.5x38mm stent was implanted distal and a 3.0x38mm stent was implanted mid. Before placing the third stent, dilation was performed with multiple balloons and the balloons seemed to expand just fine. The 3.00 x 16mm synergy stent was implanted in the ostial to treat in-stent restenosis of an old stent. The 3.00 x 16mm synergy stent appeared to expand but after the delivery balloon was removed, it was noted that some of the stent struts did not expand. An attempt was made to re-cross the stent with multiple balloons. Finally a 1.5mm balloon crossed and the stent was ballooned. A laser was advanced with a guidezilla and then used to laze multiple time at the highest possible settings. Several more nc balloons were used and the final result looked fine. The use of extra balloons added an hour to the procedure. No patient complications nor adverse effects were reported.